Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked at the connection point of the set and a non-baxter chemo lock. This occurred while priming the set with an unspecified chemotherapy agent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5: the event was observed during priming of the chemotherapy agent zinecard. Should additional relevant information become available, a supplemental report will be submitted.